Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 6/4/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed but a root cause couldn't be determined. Additionally, it was found that the downstream occlusion(dso) sensor was damaged. The dso sensor was replaced.

Event description:
It was reported that the device exhibited a cassette sensor error. There was no patient involvement.

Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.